Event description:
It was reported that the pump would not down load drug library. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the device to be in good condition with no appearance of any physical damage. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The customer was unable to download the drug library due to force sensor that was found at power up and the force sensor reading failed. The root cause of the problem was unable to be determined. Performed preventative maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.